Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon catheter was selected for touch-up of a proximal type I endoleak. It was reported that the balloon was inflated fully in the graft fabric. It was noted that when the balloon was inflated it ruptured and it was replaced with backup balloon. The balloon was only inflated one time. The physician did not do anything different leading to the balloon burst. The physician was operating the balloon as usual and it was ballooned with normal pressures within the stent graft. There was no stent graft movement during balloon inflation. No additional clinical sequelae were reported and the patient is fine.